Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis externalized conductors due to external insulation abrasion were noted at 23.3-25.8cm from the connector pin, consistent with friction to another implanted device or an unknown source. The etfe coating was abraded this location.

Event description:
This report is to advise of an event observed during analysis.